Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, " during tha the liner trial 221852045 broke. " the product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that (221852045, pinnacle dm liner trial 52_45) had broken trial liner. The observed condition could be attributed to unintended use error, the observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion and axis impacted forces. A functional inspection was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle dm liner trial 52_45 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " during tha the liner trial 221852045 broke. " the product was not returned to depuy synthes, however photos were provided for review. See attachment ¿img_9455.jpeg¿ the photo investigation revealed that '(221852045, pinnacle dm liner trial 52_45) had broken trial liner. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinnacle dm liner trial 52_45 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During tha the liner trial broke. Trial was removed, both pieces were retrieved and surgery finished.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, " during tha the liner trial 221852045 broke. " the product was not returned to depuy synthes, however photos were provided for review. See attachment ¿img_9455.jpeg¿ the photo investigation revealed that '(221852045, pinnacle dm liner trial 52_45) had broken trial liner. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinnacle dm liner trial 52_45 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.